Event description:
An alarm identified as alarm 26 was reported by the customer, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through various corrective actions including disconnecting the tubing and delivering boluses to address the occlusion. Eventually, the customer was instructed to replace supplies and resume insulin, with a follow-up requested for further assistance.